Manufacturer narrative:
Siemens analyzed the data files. The measurement cartridge was not available for return. The k+ sensor was performing typically. Aqc samples were within published ranges, including samples auto initiated after the suspect sample was run. There were no system errors or fluidic errors around the time the sample was analyzed. There were no k+ calibration errors over the next two days. The sensor output is consistent with the result provided. The capillary sample was most likely impacted by pre-analytical factors such as hemolysis during sample collection.

Event description:
The customer reported discrepant high potassium results. There was no reported injury due to this event.